Event description:
Pt underwent a femoro-femoral arterial bypass in 2003. It was reported that, while the graft was functioning well and was patent, pt had draining sinus tract in the right pubic area for a number of weeks. Decision was then made to explore the area and to re-route the graft. Pt underwent a revision of this bypass in 2004. It was evidenced that a portion of the graft was not incorporated and surrounded by infected appearing fluid. The non-incorporated portion of the graft was removed and replaced with an interposition graft. It was reported that the pt was transferred to ICU in good condition.